Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 mixed mitral regurgitation (mr), restricted and flail anterior leaflet for a mitraclip procedure. During the procedure, plus knob was unable to respond due to the mechanical jam. An attempt was made to deploy the clip. The clip opened to 60 degree post deployment and had single leaflet device attachment(slda) from the posterior leaflet. Chordal rupture was observed. The mr remained unchanged post procedure. The patient was referred for thoracic surgery. There was no clinically significant delay.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. A review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed and a cause for the reported unintended movement associated with clip opened while locked resulting in slda, unspecified tissue injury and subsequent unchanged mr cannot be determined. Mitral regurgitation and tissue damage/injury are known possible complications associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: health effect- impact code: 4614.